Event description:
Patient had 31 ineffective max energy shocks within 30 minutes and device showed eos when interrogated. Device was implanted for less than 1 month. Device was successfully reset and battery voltage was normal. On (B) (6) 2010, we were informed that this device was explanted because the patient required a high energy device and the physician was not comfortable with the battery voltage after the device was reset. The device could not convert the patient's vt episodes. This device was replaced with a lumax 540 hf-t, (B) (4).